Manufacturer narrative:
(B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal pelvic floor reported the patient programmer was "not working" and nothing was appearing on the screen. It would not power up. This occurred in (B)(6) 2015 and at that time the patient was also peeing on herself. This was noted to have a sudden onset and the cause of the symptoms was reported to be the programmer issue. The patient had not changed out the batteries in the programmer and was to obtain new batteries to see if it resolved the issue. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.